Manufacturer narrative:
Product analysis: the complaint of noise on channels could not be confirmed. The analyzer failed a functional test related to patient cable operation. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer exhibited noise on both channels. The analyzer was returned for service. There was no patient involvement. The analyzer tested out of specification during manufacturer's analysis.